Event description:
A report was received that the patient's left lead was not functioning properly and her right lead was causing a painful spot in her back. Recently, the patient informed the bsn sales representative that she had x-rays taken. It was discovered that both of her leads had migrated north and that all of the contacts on the left lead were no longer working. A lead revision has been scheduled for a later date.